Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity drug eluting stent was intended to be used to treat a lesion in a coronary artery. It was reported that during delivery through the vessel, the device/component detached, cracked/fractured. There was no injury to the patient.

Manufacturer narrative:
The intended lesion was non-tortuous, calcified lesion with 70-80% stenosis in the mid lad. There was no damage noted to the device packaging. There were no issues when removing the device from the hoop/tray. The device was not inspected prior to use. Negative prep was not performed. The lesion was pre-dilated several times. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. The detached device was removed from patient normally. The shaft was already cut and was able to be pulled out. Another stent of the same size was used to complete the procedure. If information is provided in the future, a supplemental report will be issued.